Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.027.033s, lot 84p7681: manufacturing site: bettlach. Release to warehouse date: january 21, 2021. Expiry date: january 01, 2031. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection of the complaint device showed no external damage or defects. The device did not appear misassembled. A functional assessment was unable to be performed on the complaint device due to lack of mating devices and the complaint device being jammed. However, the complaint was able to be replicated since the reported condition was "locked position". The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the complaint device was jammed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b4/g3: awareness date initially reported as march 20, 2021 but should be march 19, 2021.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that the patient underwent for an unknown surgery. During the surgery, the pfna blade was locked position when the sterile package was opened, and blade was not possible to place it in pfna blade inserter. It was unknown the surgery completed successfully without delay. There was no fragment generated. The patient outcome was unknown. Concomitant device reported: unknown pfna blade inserter (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) pfna blade perf l90 tan. This report is 1 of 1 (B)(4).